Manufacturer narrative:
(B)(4). Product analysis: the product remains implanted; therefore, no product analysis can be performed conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) with left bundle branch block (lbbb) was noted. A temporary pacer was placed. Following the implant, computed tomography (CT) revealed left middle cerebral artery (mca) occlusion with moderate to severe white matter disease. The mca was re-perfused with multiple thrombectomies and stenting. Three days following the valve implant, bradycardia was noted and a permanent pacemaker was implanted. No further adverse patient effects were reported.